Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had an emergency department visit on (B)(6) 2023. The patient had a near syncopal episode at a restaurant, and the electrocardiogram (EKG) was concerning for ventricular arrhythmia. The patient was cardioverted (cv) asynchronously with prompt return of organized cardiac activity. The patient felt much better after cv, electrolytes including magnesium level were normal. The patient was admitted from (B)(6) 2023, stable echocardiogram, and ventricular assist device (vad) speed was increased 5100 rotations per minute. An implantable cardioverter defibrillator (ICD) was recommended and implanted on (B)(6) 2024. Patient was transferred for further work up.